Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient felt no stimulation sensation from their implantable neurostimulator (ins). It was also reported the patient was able to feel the stimulation when it was increased. The patient noted that they would adjust it further to see if it would work for her. The ins battery was charged halfway and their status was unknown. Additional information received from the consumer on may 10, 2016 reported that the patient's ins had never resolved their pain. It was mentioned that the device possibly made their pain worse and that it was uncomfortable when they sat on it. Follow up information received from the patient confirmed that their ins was never effective that they had to have the device surgically removed. The patient was told by another doctor that the ins was not appropriate for them and they needed a doctor in their area to remove it. If additional information is received, a follow up re port will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.